Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a procedure, while suturing, all devices were broken. Another one was used to complete the surgery. There was no patient injury.